Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination of the device found no issues with the hypotube, mid shaft, inner or outer shaft polymer extrusion. The crimped stent was examined and distal damage was noted. The first most distal strut was lifted and pulled in a proximal direction; the remainder of the stent was undamaged. The balloon was tightly wrapped and was not subjected to positive pressure. The crimped stent outer diameter of the undamaged section was measured and the result is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.50x28mm promus element plus drug-eluting stent was advanced to treat the lesion, however, device was unable to cross despite several attempts were made. The procedure was aborted. No patient complications were reported. However, returned device analysis revealed distal stent damage.